Manufacturer narrative:
Complaint# 2018009 was entered into our system.

Event description:
We received this MDR event from our USA customer and it stated as below: it was reported to the manufacturer by the end user, per the end user, "hemodialysis patient arrived for scheduled dialysis treatment. Patient arrived via wheelchair with nursing home joerns mesh sling underneath patient. Upon transferring patient from wheelchair to dialysis chair utilizing dialysis facility joerns hoyer lift device, the sling loops ripped apart from the mesh sling body. The patient landed on the floor, landed on his back. Patient remained alert and oriented, reported back pain. 911 was called, patient was transported to ER and admitted to hospital. No fractures reported." Upon speaking with the facility, the sling is blue mesh and of unidentified model number or vendor. When the facility inspected the sling after the incident, they were unable to read the label due to the printed information was washed out. The broken sling was returned to the nursing facility after incident. Complaint (B)(4) was entered into joerns system.